Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic cardiac arrhythmia procedure got delayed for less than 20 minutes. The procedure was completed by restarting the system. No harm to the patient or user was reported to philips. The philips field service engineer (fse) inspected the system onsite and performed the troubleshooting steps and functional testing of the system. However, fse could not duplicate the reported issue, and the system was found to be in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Additionally, there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.